Event description:
It was reported that excessive battery discharge was observed. Device to be explanted. No further information is available.

Event description:
New information received notes the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.